Event description:
The ge oec 9800 fluoroscopy system displayed a communication error.

Manufacturer narrative:
A ge oec service rep investigated the issue and found issues with the single board computer (sbc). The sbc was removed and replaced as well as the associated components as per procedure. The system was tested and found to be operating as intended. No negative pt effect was caused by this malfunction. The facility was unable or would not provide any pt info with respect to this issue.